Event description:
According to the reporter, during a laparoscopic surgery with the first trocar, the balloon ruptured after inserting the trocar. The first device was replaced with another from the same batch, but it did not inflate. A third trocar from the same batch was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: oms-t12bt - oms-t12bt trocar blunt tip 12 str uux5, lot# p4d1142 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.